Event description:
It was reported by service report that the bed siderail controls did not operate after the customer replaced the power board. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power board connections.